Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he needed assistance for pairing the meter to the pump. The customer's blood glucose at the time of incident was 411mg/dl. Customer declined troubleshooting for high blood glucose readings. The insulin pump will not be returned for analysis.